Manufacturer narrative:
Additional information: h3, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was returned for evaluation. The visual inspection revealed no issues. A functional evaluation performed on the device revealed that the system fault indicator illuminates at start up. The user interface printed circuit board was defective. A review of the production order did not reveal a manufacturing abnormality that could cause or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 14 months, but no other complaints with the same serial number, as this is a unique serial device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that no prior escalated actions related to this part number and failure mode. A factor that could contribute to the reported event include damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable devices be routinely inspected for wear and damage and replaced as necessary. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary. Corrected data: d9 (sample returned for analysis), h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during debridement, one (1) versajet ii console displayed a red alarm light and stopped working; it seemed to be blocked. The procedure was canceled, and it remains unknown if it will be completed later in time. The patient was not injured as a consequence of this problem.